Manufacturer narrative:
Philips has investigated this complaint. When starting up the system and confirming that the system was ready for use as indicated in the instructions for use, the user confirmed that there was a problem as the system prompted a user message indicating that fluoroscopy was available, but exposure was not. A philips engineer checked the system onsite and identified that the connection of the mains interface unit of the x-ray generator failed. The mains interface unit was reconnected and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA

Event description:
It was reported to philips that while preparing the system for an acute myocardial infarction emergency procedure, it was identified that exposure scans were not possible. This was prior to the start of the procedure. The patient needed to be urgently transferred by ambulance to another hospital. No harm has been reported to philips. Philips has started an investigation for this complaint.